Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a problem unloading the device. The reload would not close. The stapler was unable to fire, but the surgeon was able to press the green button.